Manufacturer narrative:
The insulin pump power up properly, after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit or failed battery test alarms noted during testing. Unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and e70 error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarms during testing noted. The insulin pump had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received auto-off exceeded alarm, and soon after motor error alarm. The customer's blood glucose level at the time of incident was unknown. The customer's most recent blood glucose level was between 276mg/dl and 300mg/dl. Troubleshot was conducted. Three motor error alarms and a motor position encoder error alarm were noted in the pump's alarm history. The customer was advised the pump would have to be replaced and returned for analysis.